Event description:
A distributor service technician had replaced a defective tubehead on a panoramic x-ray unit and was preparing to do the beam alignment. When he pressed the exposure button he heard a loud pop and saw a blue flame arcing from the tubehead case to a small paper clip which is attached to the tubehead paperwork which is hanging from the tubehead itself. He said that he tried it again and the same thing happened.